Manufacturer narrative:
Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, patient-specific supporting clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors identified that would contribute to the reported issue. The article concludes that continuously migrating implants appeared to have abnormal kinematics that may have been a result of unintended force transmissions. The impact to the patient includes the migration of the tibial component and limited range of motion. No further clinical assessment can be rendered at this time. A review of the instructions for use documents for knee systems revealed that improper fixation, and/or migration of the components could cause possible adverse effects. Additionally, it was revealed that decreased range of motion and unusual stress concentrations can result from migration of the components. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, patient anatomy, procedural/user error and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on literature review "correlating contact kinematics to tibial component migration following cemented bicruciate stabilized total knee arthroplasty", a 68 year old male who initially underwent a primary tka with a journey ii bcs system (including a biconvex inlay patellar button fixed using bone cement, a jii cocr bcs femoral component and a jii xlpe articular insert) sustained a continuous migration above 0,2 mm of the tibial component. This patient had an increase in the maximum total point motion (mtpm) of the baseplate from 0,262 mm at one (1) year postoperatively to 0,476 mm at two (2) years postoperatively. This patient had a limited range of flexion (73 to 49 degrees) when bearing weight, and therefore had limited posterior contact on both condyles. The outcome of this patient is unknown. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Jordan s. Broberg, douglas d.r. Naudie, james l. Howard, brent a. Lanting, edward m. Vasarhelyi, matthew g. Teeter. (2023). Correlating contact kinematics to tibial component migration following cemented bicruciate stabilized total knee arthroplasty. The journal of arthroplasty. Volume 38, issue 6, supplement. Pages s355-s362. Https://doi.org/10.1016/j.arth.2023.01.051. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.